Manufacturer narrative:
A review of the manufacturing records could not be performed as device item/lot numbers were not available. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, aneurysm rupture, and death.

Event description:
In review of published literature, these findings were noted. Wu zy, chen zg, ma l, diao yp, chen yx, liu cw, zheng yh, liu b, li yj. ¿outcomes of chimney and/or periscope techniques in the endovascular management of complex aortic pathologies¿. Chin med j 2017;130:2095-100. An article published by the chinese medical journal reviewed the outcomes and experiences of chimney and/or periscope grafts used in the endovascular management of complex aortic pathologies. Twenty two patients (17 males; mean age 60.7 ± 16.3 years) with complex aortic pathologies were analyzed over a three-year period from january 2013 to august 2016. Three of the patients were implanted with a gore® excluder® aaa endoprosthesis. The article describes that one patient died of an aneurysm rupture due to a type I endoleak. According to the article, a follow-up examination revealed the aneurysm had enlarged post-operatively. A secondary intervention procedure was reportedly recommended by the physician, but refused by the patient and family. The patient expired approximately two years post-implant.

Manufacturer narrative:
(B)(6).